Event description:
It was reported that prior to starting a da vinci s hysterectomy procedure, once the instrument was placed through the cannula, the surgical staff reported that the pk dissecting forceps instrument had an exposed wire and the tip looked broken. The instrument was noted that the instrument was not moving correctly. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported protruding wire. However for clarification, the product problem was a broken pitch cable. Based on this, the complaint was confirmed. Clevis does not exhibit any damage or wear marks but cable segment that contains the crimp is missing. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.